Event description:
The user complained of high recovery for theophylline. He decided to send samples out to be tested on an abbott axsym analyzer and found the patient samples recovered on average 43% higher on the cobas c501 analyzer. Data was provided for four patient samples of which, the results for three were discrepant. All results are in umol/l. Patient sample 1 result from the cobas was 17 and the result form the axsym was 11. On (B)(6) 2011, patient sample 2 result from the cobas was 129 and the result form the axsym was 88. On (B)(6) 2011, patient sample 3 result from the cobas was 49 and the result form the axsym was 29. No information was provided to determine if the erroneous results were reported outside the laboratory or if any patients were adversely affected. The theophylline reagent lot number was 640209. The user stated he will continue to monitor the situation and report the result from the axsym analyzer for the time being.

Manufacturer narrative:
A reagent quality issue was previously identified and is currently under investigation. A work-around has been provided for and communicated to customers until a new lot of the reagent is available. This reagent quality issue may have contributed to this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).